Manufacturer narrative:
The field service engineer evaluated the ventilator and replaced the pressure solenoid (psol) printed circuit board (pcb), controller pcb and the exhalation valve. Additionally the software was updated. The device passed all testing per manufacturer specification and was returned to the customer. The following components were returned for failure investigation: controller pcb, psol pcb both components were visually inspected with no anomalies observed. The controller pcb was functionally tested with no malfunction or product deficiency identified. Upon performing device evaluation, the psol pcb failed the power on self test (post); the fault was isolated to component u31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 740 ventilator failed the power on self test (post). There was no patient involvement with the reported event.